Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 359mg/dl after seeing her doctor. It was stated that the customer received a no delivery alarm after changing the infusion set, and continues having high glucose. It was stated that the customer attached the plunger and was not able to push insulin through the tubing. Then the customer changed the infusion set and was able to push the insulin through the tubing and prime. The customer also mentioned that the insulin looked a little cloudy. The customer also had issues with the battery cap. No further information was provided.